Event description:
It was reported that the pump supplied with the x-force u30 ureteroscopic balloon dilation catheter was found to be malfunctioned upon opening of the package and the pointer did not move when pressurizing. It was mentioned that the patient's condition was good and the patient had infectious disease. As per follow up information received via ibc on 15nov2022, it was stated that there was no patient involvement.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. No physical sample was returned; however, a photo sample was submitted. The photo submitted was a still image from a 16 second video, the still image was at the 0 second mark; the eagle inflation device could be seen; however, the gauge needle could not be seen from the angle the device was held and the reported defects could not be evaluated. Although a specific cause cannot be determined, potential root causes for this event could be, "inadequate specifications, inadequate supplier". It is unknown if the device had met relevant specifications or resulted in the reported event. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "before use, inspect the device to verify that no damage has occurred during shipping and handling. Do not exceed 30 atm" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pump supplied with the x-force u30 ureteroscopic balloon dilation catheter was found to be malfunctioned upon opening of the package and the pointer did not move when pressurizing. It was mentioned that the patient's condition was good and the patient had infectious disease. As per follow up information received via ibc on 15-nov-2022, it was stated that there was no patient involvement.